Event description:
The customer reported to olympus that the power was off while using the video system center. The field service engineer inspected the equipment and the power was working; it was concluded that it was an intermittent issue. The issue occurred during the therapeutic laparoscopic nephrectomy procedure, and it was completed with a similar device, with some delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty converter unit. Additional findings are as follows: the tracks of flat cable were found rusted and the foots were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device turns off after a while was due to a failure of the converter unit. Olympus will continue to monitor field performance for this device.